Event description:
It was reported that(1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the al326 instrument jaw would not open. They could finally open the device using another instrument. Another instrument was used to completed the case. There was no consequence to the pt.